Event description:
The nurse hung 100 ml of drip solution at a rate of 2 ml/hr with the volume to be infused set at 70 ml. Approximately 4 hours later, the nurse noticed the fluid bag was now empty, despite the pump displaying that only 8 ml of fluid had been infused. Our bio medical team assessed the pump and determined through keystrokes that it had been correctly programmed. However, the attached pump was "deselected" during the time period where the fluid infused, giving no way for them to tell what else had occurred (such as the door opening, set removed, etc.). The log showed the pump had been active for a little less than an hour.